Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results, with two different vials of test strips with the same lot number within 10 minutes: 11 mg/dl and 18 mg/dl from the first vial of test strips and 111 mg/dl from the second vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.